Manufacturer narrative:
A ge svc rep performed an onsite investigation. The ups switch was turned on, and ups connectors were reseated. The system was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the sys displayed an error message and would not boot up. No pt injury was reported.